Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited dislodgement which was confirmed by x-ray. The patient underwent a revision procedure and this product was removed and a new lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.